Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer s treated high blood glucose with a bolus through the insulin pump. Customer declined to troubleshoot for high blood glucose. The customer also states the screen is damaged, hard time reading the screen and pump functions as designed. Customer was advised that the insulin pump will need to be replaced. The customer declined insulin pump replacement. The insulin pump will not be returned for analysis.